Event description:
Vascular access nurse attempted a peripherally inserted central catheter (PICC) line at the bedside. The PICC did curl. They checked the wire, and it was still intact and re-inserted the wire in the catheter and flushed it a few times, the PICC was unsuccessful, so they removed the PICC assuming the wire was intact in the catheter. It wasn't until an interventional radiology (ir) procedure to place a PICC that it was discovered that a portion of the wire was left in the patient. The patient is scheduled for a follow-up procedure to retrieve the fractured wire. Manufacturer response for dl solo provena, bd (per site reporter). This is a known issue with this device. It is currently being re-engineered and will be made available to the hospitals in the next few months.

Event description:
Vascular access nurse attempted a peripherally inserted central catheter (PICC) line at the bedside. The PICC did curl. They checked the wire, and it was still intact and re-inserted the wire in the catheter and flushed it a few times, the PICC was unsuccessful, so they removed the PICC assuming the wire was intact in the catheter. It wasn't until an interventional radiology (ir) procedure to place a PICC that it was discovered that a portion of the wire was left in the patient. The patient is scheduled for a follow-up procedure to retrieve the fractured wire. Manufacturer response for (B)(4) (per site reporter). This is a known issue with this device. It is currently being re-engineered and will be made available to the hospitals in the next few months.